Event description:
This case was initially received via regulatory authority (B)(6) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure stuck in uterus') and rheumatoid arthritis ('rheumatoid arthritis / rheumatic complaints') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and multigravida (four). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), eczema ("eczema"), fatigue ("fatigue"), arthralgia ("pain right hip"), joint range of motion decreased ("movement limitation right hip"), pain ("radiating pain over the buttock"), pain in extremity ("pain on hands"), mood swings ("mood swings"), mental impairment ("difficulty with thinking"), impaired reasoning ("difficulty with making decisions") and anger ("anger"). The patient was treated with surgery (essure removed, removal of fallopian tubes and a part of the uterus in which the essure was stuck). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, rheumatoid arthritis, eczema and pain outcome was unknown, the fatigue, arthralgia, joint range of motion decreased, mood swings, mental impairment, impaired reasoning and anger had resolved and the pain in extremity had not resolved. The reporter provided no causality assessment for anger, arthralgia, eczema, embedded device, fatigue, impaired reasoning, joint range of motion decreased, mental impairment, mood swings, pain, pain in extremity and rheumatoid arthritis with essure. The reporter commented: within 6 weeks the rheumatic complaints developed, during the course more complaints developed. From a cheerful woman who happily went to the zoo with three small children while pregnant with the fourth, she changed into an angry person. After essure removal much improvement, still a lot of pain in her hands, caused by the damage of rheumatoid arthritis. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.